Event description:
A report was received that the patient's ipg was damaged by an AED (automated external defibrillator) during a non-device related procedure. The patient underwent a revision procedure where the ipg was replaced.